Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered 5 units of insulin based on the "hi" result. An hour later, the consumer tested again, getting another "hi" (greater than 600 mg/dl) and administered another 5 units of insulin. According to the consumer, she fell asleep and the roommate called the emts and she was transported to the emergency room. It was found during the call. The consumer is storing her test strips in the bathroom against our directions for use. Storing test strips in the bathroom may compromise the integrity of the test strips. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.